Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient complained of being shocked by the implantable cardiac monitor defibrillator during an in-patient hospital stay. A device interrogation revealed that inappropriate high voltage therapy was delivered for bigeminal ventricular rhythm. No interventions were reported. The patient was in stable condition.